Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection performed at customer quality observed that the returned handle was missing the internal components that holds the torque limiter. Additionally, the set screw that holds the internal components to the blue handle was also observed to be missing. There is nothing broken of the returned handle. However, the complaint can be confirmed since its missing the sub-components a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Due to the nature of the complaint and missing component, dimensional inspection could not be performed. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being dropped during usage or handling or any unintended misplacement of components during sterilization cycles could have contributed to this missing component complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part:03.110.005, lot:l854765, manufacturing site: bettlach, release to warehouse date: 27. April.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of a loaner set at (B)(4), it was discovered that the handle for torque limiting attachment was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).